Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). It was reported that, the patient faced insulin flow block alarm event on (B)(6) 2025. The blockage was at tubing. No further information available.